Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service and charge-pak). All three icons is an indication that the device may not have sufficient power to provide effective defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The customer advised physio-control that they have retired their device from service and will not be returning the device to physio-control for evaluation. The cause of the reported issue could not be determined.